Manufacturer narrative:
H.6. Investigation: bd received 7 unused 20 gauge insyte autoguard blood control units from lot 8340860 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned units and observed excess silicone lube on the bevel of the needles. Five of the units appeared to have retracted needles and one of these units had fibers attached on the needle's tip. The engineer also reviewed a provided photo and noticed a piece of string/hair on the shaft of the needle but without the physical sample available for investigation the engineer could not confirm exactly what the strand was. Based off the visual inspection the engineer was able to verify the reported defect. However, since the units were returned outside of their original packaging the engineer could not identify the exact cause for this defect. The excess silicone lube found was used during the manufacturing process to minimize the insertion and threading forces required for usage. Silicone lube has been tested and found safe for use with patients.

Event description:
Material no.: 382534, batch no.: 8340860. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was some foreign matter that might be plastic or gel on the tip of the needle. The IV catheter was pulled off of the needle and a hair like item was found on the needle. The following information was provided by the initial reporter: verbatim: two stat rns opened the new IV catheters to look at them. Here is the description, ¿ we noticed some foreign "stuff", maybe plastic or gel on the tip of the needle. Rn pulled the IV catheter off of the needle to inspect it and found a hair like item on the needle. Couldn't tell if it was hair or a thread of nylon. We opened a couple other packages and found foreign substance on the tip of another catheter. It looks like a clear gel or plastic. I tried to take pictures but could not get close enough to show the exact "stuff". The "hair" fell off and couldn't be found on the floor. I have caped the one IV catheter and put the two retraced needles in a bag. I will hang it on the wall in the stat office. Three rns all saw the hair and plastic like particles on the tip of catheters.¿ no patient was involved.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 382534 batch no.: 8340860. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was some foreign matter that might be plastic or gel on the tip of the needle. The IV catheter was pulled off of the needle and a hair like item was found on the needle. The following information was provided by the initial reporter: verbatim: two stat rns opened the new IV catheters to look at them. Here is the description, ¿ we noticed some foreign "stuff", maybe plastic or gel on the tip of the needle. Rn pulled the IV catheter off of the needle to inspect it and found a hair like item on the needle. Couldn't tell if it was hair or a thread of nylon. We opened a couple other packages and found foreign substance on the tip of another catheter. It looks like a clear gel or plastic. I tried to take pictures but could not get close enough to show the exact "stuff". The "hair" fell off and couldn't be found on the floor. I have caped the one IV catheter and put the two retraced needles in a bag. I will hang it on the wall in the stat office. Three rns all saw the hair and plastic like particles on the tip of catheters.¿ no patient was involved.